Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image), the battery low alert, the pump showed signs of damage, and low blood glucose. The customer reported a blood glucose value of 215 mg/dl. The customer reported hypoglycemia treated with hospitalization: an overnight stay. The event involved product(s) mmt-1780kpk. Troubleshooting was performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. Product return was requested for mmt-1780kpk. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: horizontal crack in the battery tube threads. The pump was received with a battery cap. The battery cap contact detached from the battery cap and fell into the compartment prior to visual inspection. The pump was received with a critical pump error (open book image). Unable to confirm / not confirm unexpected battery power loss and unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment; pcba1--along the side edges of the back of the lcd screen; force sensor flex cable terminal. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (unchecked adverse event box), b2 (unchecked the treatment code), b5 (updated the summary), d10 (removed concomitant products), h1 (changed serious injury to malfunction) & h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer did not report hospitalization just medical appointment in a hospital nothing out of control. Customer was in hospital when the insulin pump started beeping for battery change and the open book image appeared after the battery change.